Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone13.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room where they were diagnosed with hyperglycemia and acute kidney injury. The patient's blood glucose levels reached 568 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported included dry mouth, thirst, rapid heartbeat and vomiting. The patient was treated with insulin and intravenous fluids. The patient was released the same day approximately 2 hours later. The patient noted they were about to apply a new pod at the time of the report.